Manufacturer narrative:
The investigation determined the event was due to sample quality issues. A film was found on the sample surface. The cause of the film could not be determined.

Manufacturer narrative:
The customer stated they received discrepant troponin t hs results for a second patient sample. This sample initially resulted in a troponin t hs value of 166 ng/l. A second sample collected from the patient resulted in a troponin t hs value of 11.0 ng/l. The complained sample was then repeated, resulting in a troponin t hs value of 11.7 ng/l.

Manufacturer narrative:
The troponin t hs reagent lot number was 688155 with an expiration date of 30-apr-2024.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 13.9 ng/l. The repeat result was 6.26 ng/l.